Manufacturer narrative:
The returned valve was patent. The valve did not meet the requirements for leak testing due to a large tear observed in the top of the reservoir. It is unknown how or when this damage occurred. Therefore, the siphon, reflux, pressure-flow and preimplantation testing were precluded due to this damage. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. The instructions for use that accompany the device caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ it is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. There was proteinaceous debris observed within the interior and exterior of the valve. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the valve was found to be not functioning well intraoperatively. According to the report, the performance level was set at 0.5, but the patient's intracranial pressure remained high. The report stated the doctor used a new device to complete the surgery successfully. Reportedly, there was no injury to the patient.